Event description:
Boston scientific was notified that during a procedure of pt with a middle cerebral artery aneurysm, size 6-mm previously, h+h4, the physician decided to use the gdc 10-3d 3d-shape synerg detection circuit as the first coil. One loop of the coil was not in an ideal position, so it was decided to pull the coil back for repositioning. While pulling back the coil, it was not possible to pull the coil back completely. Tried it several times, without success, then the coil stretched and detached afterwards. Tried to retrieve the coil with a retrieval device, but without success. The pt was transferred to neurosurgery. The aneurysm was clipped, the pt is still in bad condition.